Manufacturer narrative:
The subject device was returned for device investigation. Based on the results of the investigation, it is likely that the reportable malfunction was due to damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation of the cystonephrofiberscope, there was peeling of the bending section cover (a rubber) glue and the a-rubber sheathing was torn off. There were no reports of patient involvement.